Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g3, g6, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: incorrect reprocessing of the unit, moisture inside the charged couple device cover glass, the unit failed the water leak test, bad video cable and the video cable outer shield was melted. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image due to bad video cable and the video cable outer shield was melted due to the incorrect reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had no picture. The issue occurred during inspection for use. There were no reports of patient involvement.